Manufacturer narrative:
The pump was received with compromised force sensor system error alarm during basic occlusion test, and it was unable to prime at 4.0 lbs. During prime test due to faulty force sensor resistor. The pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had prime fill anomaly and received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states insulin was squirting out during manual prime. Troubleshoot was conducted and the customer was advised the pump would have to be replaced and returned for analysis.